Event description:
Customer reported the unit was down and not functional. Also, a high capacity disk failure message displayed. No pt injury reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The alleged problem could not be duplicated. However, the pcb's and cables were reseated and the gpos was replaced. The system was tested and found to be working as intended, and put back into service.